Event description:
During a request for service action, bio-medical technician reported that an elderly patient (77?) Had died while receiving infusion from the avi infusion pump. It is alleged that he device infused at twice the rate indicated.